Manufacturer narrative:
The device involved in the event has been returned; however, the evaluation has not been completed. Once the evaluation is complete, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic guidewire could not be pushed into the medtronic flow directed microcatheter. Resistance was felt within the proximal part of the microcatheter. Prior to the event, the medtronic flow directed microcatheter was flushed. Once the event occurred, the proximal end of the guidewire (pushwire) was inserted into the medtronic flow directed microcatheter to see if it could enter and pass through. The proximal end of the guidewire was able to be pushed through the microcatheter with difficulty until the tip of the microcatheter was observed to be detached. A new medtronic flow directed microcatheter was used with the same medtronic guidewire to complete the procedure. No patient injury was reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo micro catheter was returned for analysis without the mirage guidewire as it was likely discarded at the site; therefore, any contributing factors from the mirage guidewire could not be assessed. The 3.0 cm detachable tip was found to be detached. The apollo detached tip was returned. An in-house mandrel was inserted through the detached tip without issue. The overlapped length (proximal end of detach tip to edge of the overlap region) of the detached tip was measured to be 1.67 mm. No other anomalies from the detached tip were observed. An attempt was made to flush the apollo micro catheter; however, it was found to be occluded with what is likely dried contrast and/or saline. The apollo micro catheter hub was then tested with an in-house mirage guidewire. The in-house mirage guidewire was unable to pass into the apollo hub as resistance was encountered at the hub taper transition opening. Based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was confirmed. However, the cause was determined to be use related as the mirage guidewire was inserted into the distal end of the apollo micro catheter, rather than the proximal end, causing the tip to detach. The product analysis does not suggest a potential or confirmed manufacturing issue related to this issue. As noted in the apollo IFU (instructions for use): ¿remove the appropriate steerable guidewire from its packaging (the silverspeed .010 and the mirage .008 have been qualified for use with the apollo) and check for damage. Follow the manufacturer¿s instructions for preparing and using the guidewire. Inspect the catheter, taking care to not touch or manipulate the tip prior to use to verify that it is undamaged. Retain the packaging coil for storage of the catheter when it is not in use during the procedure. Carefully insert the guidewire into the hub of the micro catheter and advance the guidewire into the catheter lumen.¿ in addition, ¿never advance or withdraw an intraluminal device against resistance. Excessive force against resistance may result in damage to the device or vessel perforation.¿ if information is provided in the future, a supplemental report will be issued.